Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received an open book image on the insulin pump screen. The customer's blood glucose level was 249 mg/dl. The customer reported that she got in the pool and the insulin pump started to alarm and showed a picture of the insulin pump with a book. There was also a large crack on the back of the insulin pump. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Device received with cracked case on the back at the battery tube area, and battery tube threads.